Manufacturer narrative:
Based on the results of the investigation, a definitive root cause of the foreign material in the air/water channel could not be established. The event can be prevented by following the instructions for use which state: the endoscope and accessories are compatible with several methods of reprocessing. However, not all reprocessing methods are compatible with all endoscopes and all accessories. Reprocessing with incompatible methods can cause equipment damage even if the number of reprocessing cycles is small. For appropriate reprocessing methods, should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during device evaluation that there was foreign material in the air/water channel of the colonovideoscope. There was no patient involvement.